Event description:
Customer reports "device pulled 350mls more over 2 hours requiring the need for vasoactive support and fluid boluses." Customer did not report or allege that any patient harm occurred as a direct or indirect result of the reported event.